Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of the very tortuous rca, the maverick2 monorail balloon lost pressure at 8 atm's on the initial inflation. The patient was asymptomatic during this event. A guidant acs balance guidewire (size unknown) and a terumo heartrail guide catheter (size unknown) were also used in this case, but the types and sizes of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.